Event description:
It was reported that the surgeon implanted a tibial insert that had an expiry date of february 2015. It was reported that the surgeon implanted the unit knowing that it was expired, but did so because it was with "only component available" at the time of the procedure. It was reported that the surgeon is now concerned about the implications of using expired products.

Manufacturer narrative:
An event regarding implantation of a triathlon insert component that has passed its expiry date was reported. Based on the provided information, the insert component was implanted after its shelf life was expired. The expiry date was feb-2015 and the product was implanted in (B)(6) 2015. Implanting a device that has passed its expiry date is off-label. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the surgeon implanted a tibial insert that had an expiry date of february 2015. It was reported that the surgeon implanted the unit knowing that it was expired, but did so because it was with "only component available" at the time of the procedure. It was reported that the surgeon is now concerned about the implications of using expired products.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.